Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). The actual device involved in the reported event has been rec'd for eval. The investigation on the device is on-going at this time. A f/u report will be provided after the inspection results are available. The pump has software version (B)(4).

Event description:
As reported by the user facility: on (B)(6) 2012 over infusion - pt in labor - no injury, pump set to infuse 2ml/hr of oxytocin. When pump was started, fluids began to free flow. Pump did not free flow during standby mode. Once removed from standby mode to stop mode, free flow started again. Infusion started at 11:17am and removed from pt at 11:23 am. Their investigation showed free flow rate of 10 drops/30 sec with a 10 drop set equating to 120ml/hr.